Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Evaluation of the customer's supplied data confirms that the patient's serum sample was not allowed to clot within the recommended time per the tube manufacturer's instructions. The cause of this event is use error as the patient's sample was not allowed to clot per the manufacturers' specimen collection and handling recommendations.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 result was above the customer's normal reference range. The following day, the customer repeated patient samples twice and obtained lower results within the customer's normal reference range. The initial elevated accutni+3 result was released out of the laboratory. There was a change in patient treatment as the patient was transferred to another hospital. Calibration and qc (quality control) parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. Customer reported that the sample was collected at 11:50 am and loaded onto the analyzer at 12:16 am. Therefore, it was not allowed to clot for the 30 minutes minimum recommended.